Manufacturer narrative:
Lead (sn (B)(4)): device evaluation indicated that the complaint of the high impedances were verified to be resulted from broken lead wires at the click anchor site. Lead (sn (B)(4)): device evaluation indicated that the lead passed the photographic imaging test performed. The lead was cleanly cut. This type of damage was a result of a typical explant procedure, and it was not considered a failure. Device evaluation indicated that the ipg passed the visual, electrical, performance and photographic imaging tests performed. The ipg exhibited normal characteristics.

Event description:
A report was received that the patient was experiencing pain at the pocket site and high impedances were noted on the leads. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm.

Event description:
A report was received that the patient was experiencing pain at the pocket site and high impedances were noted on the leads. The patient underwent an explant procedure.